Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient suddenly fell down a couple months ago and made an indention in the head. Patient stated that since then when they touched the battery in their stomach , it made the patient pee and gives them an euphoric feeling. The patient was requesting for MRI compatibility guidelines. No further patient complications were reported/ anticipated as a result of this event.